Event description:
Reportedly, while the vapor phase plus humidifier, model 009300, was being used in conjunction with a puritan bennett ventilator, model 7200, the humidifier "emitted sparks and flames". It is unreported how long the vapor phase plus humidifier was in use before the incident occurred. Oxygen was at 100%; flow rates are unreported. There was water in the reservoir and the feedline clamps were open. Allegedly, the vapor phase plus humidifier did not shut off and did not alarm. The female pt, (age and weight unreported) was trached. The ventilator and humidifier were exchanged, continuing the pt's humidification therapy. The incident caused no harm to the pt; however, the pt expired several days after the incident of an unrelated cause.